Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Product event summary:the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Forty-eight non-sustained tachycardia episodes with v-v intervals <(><<)> 220 ms from (B)(4) 2016. Impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Right ventricular pace impedance steady at approximately 499 ohms through (B)(4) 2016, rises to 1712 ohms by (B)(4) 2016. Oversensing due to non-physiologic signals/sic (sensing integrity counter). One thousand, seven hundred ten ventricular - sensing integrity counter (sic) since last session 1 days ago.

Event description:
It was reported that the patient received inappropriate therapy due to noise. The lead had sensing integrity counter (sic), non-sustained ventricular tachycardia episodes, high impedance and a confirmed fracture. The lead was programmed off. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.